Manufacturer narrative:
H.6. Investigation: 1. DHR was reviewed and no qn found. 2. Manufacture records were reviewed, no abnormal was found. 3. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. 4. Inspected 14pcs retention parts cannula angle, cannula appearance and cannula pull force. All results passed. 5. Pen needle product has 100% IV height, angle, point inspection by visual system, and defect part will be rejected automatically. 6. Based on the investigation, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the pen needle 31gx5mm 14 pack broke off in the patient during use, and was discovered when the nurse pulled the needle out with vascular forceps. The pen needle was used on a patient admitted to the hospital for "coronary atherosclerotic heart disease; gastritis; hypertension; diabetes", and administered "16 units" of "insulin glargine". The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019, the patient was admitted to the hospital for coronary atherosclerotic heart disease; gastritis; hypertension; diabetes; 16 units of insulin glargine were ordered by the doctor, subcutaneously after the injection was finished at 7 am, when the nurse pulled out the needle with vascular forceps, it was found that the needle was broken no injury on patient".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 31gx5mm 14 pack broke off in the patient during use, and was discovered when the nurse pulled the needle out with vascular forceps. The pen needle was used on a patient admitted to the hospital for "coronary atherosclerotic heart disease; gastritis; hypertension; diabetes", and administered "16 units" of "insulin glargine." The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, the patient was admitted to the hospital for coronary atherosclerotic heart disease; gastritis; hypertension; diabetes; 16 units of insulin glargine were ordered by the doctor, subcutaneously after the injection was finished at 7 am, when the nurse pulled out the needle with vascular forceps, it was found that the needle was broken no injury on patient."